Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2013.

Manufacturer narrative:
This report is filed july 26, 2013.

Manufacturer narrative:
(B)(4).